Event description:
During the leukoreduction process of a unit collected from a donor with haemonetics wbf double cpda-1 lot2356104 exp. 5/2026 it began to spill blood through the air vent to begin filtration. It proceed to discard the product. (The product is discarded).